Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that station ac power failure. A field service engineer (fse) found that drawers 4.1 and 4.2 were bringing the station down. The fse replaced the controller boards in both drawers as well as the controller cord. The fse then verified the customer inventory and tested the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had station ac power failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.